Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section d unique identifier (UDI) a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-mar-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of in this incident, a technical support specialist (tss) confirmed that issue was resolved by biomedical technician. The system functioned as intended after the biomedical technician troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawers failed to close. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawers failed to close. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.